Event description:
It was reported that the user experienced low glucose in the mornings while delaying breakfast for one hour after taking a thyroid medication, with a documented glucose of 64 mg/dl that was treated with oral carbohydrates and without reported symptoms. Symptoms included hypoglycemia. Outcomes included the need for an unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding any specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.